Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was not confirmed. The customer returned a 3-lumen catheter with no observable defects or anomalies. The catheter was leak tested by injecting water into each lumen with the distal end occluded. No leaks were observed with 30 seconds of 45 psi. A review of manufacturing records did not yield any relevant findings. No problem was found on the sample. No further action will be taken. Correction: the product number and lot number have been updated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the ICU using ru vascath to aquarius. Air was noted from the hub of the vascath proximal to line (access) up the access circuit towards the filter. The filter was stopped and the line disconnected and aspirated. Blood immediately aspirated from the proximal line without air. The circuit also air filled from connection to vascath up line, but not to the filter itself. Immediate patient impact is as follows: the loss of circuit with no patient blood return possible. Approximately 180mls blood loss. The patient required a second vascath insertion with inherent risks. Hemodialysis treatment was suspended, and second insertion was required. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.